Manufacturer narrative:
The complaint sample was not returned to greatbatch medical for evaluation so the complaint cannot be confirmed. A manufacturing review was completed and no discrepancies were found. No further investigation required. Device was not returned to manufacturer.

Manufacturer narrative:
It has been communicated by the customer that the device will not be returned to greatbatch medical for evaluation. Once greatbatch medical performs the investigation, a supplemental medwatch 3500a form will be submitted. Complaint information was provided by medacta.

Event description:
It was reported during an unknown patient procedure the drive shaft of the reamer handle broke while reaming the acetabulum. No adverse events or patient harm reported.